Event description:
It was reported the device was found in backup vvi mode. The patient had received multiple therapies due to noise on the competitive lead. The device could not be interrogated. The device was successfully restored with a download. All electrical parameters were good. Despite receiving multiple shocks, the patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.